Event description:
Additional information received from the patient reported since implant she had never gotten the device to work very well. She went back to her clinician several times to try different settings and reprogram. She was doing physical therapy for her urgency symptoms and though they were helping, but she noticed about two (2) weeks ago, it all fell apart again. She experienced a loss or change of therapy and all of a sudden the last two weeks have been miserable. She just changed it over the weekend and now did not like and wanted to change it back. The patient suspected she may have turned stimulation off by accident when she was trying to work with it. Troubleshooting was attempted, the patient changed from program 2 at 2.7 to program 4 at 3.25 and felt stimulation in the correct area. The patient was to make a follow-up appointment with her doctor for (B)(6). Indication for use included urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
It was reported that the patient had a loss of therapeutic effect. Since implant the patient was doing well then yesterday and the day before their symptoms returned. The patient was on program 2 at 2.6v and went to program 1 at 3.0v yesterday and went to the bathroom 13 times in 9 hours. The patient went too many times and tried all the programs and nothing had worked. The patient would try to give the programs more time to work. The patient was going to see their health care provider (hcp) tomorrow for a post-operative visit. The patient called their hcp 3 and 4 days ago and didn¿t get a call back until 3 days ago. The patient tried different programs and had tried all 4 programs within the week and was not seeing any results. This morning was good and 3 days ago the patient had a perfectly great day, but then fell apart 2 days ago. The patient had a catheter in the urethra and was getting it taken out. The patient also had a collagen injection in the urethra. The symptoms were that when they had to go, they had to go now and couldn¿t make it to the bathroom and wet their britches. It was further reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had appointments as needed and had none scheduled for now. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0rqwl, implanted: (B)(6) 2015, product type lead. (B)(4).